Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - a partial UDI is being reported because the lot number was not provided. Device: failure to follow steps/instructions. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the job traveler for this product could not be performed and the historical data for the reported lot could not be reviewed because the product was not returned for evaluation and the lot number was not reported. The investigation determined that the reported difficulties appear to be user related. It should be noted that the pre-dilatation sizing table located in the supera instruction for use lists a recommended minimum inflated balloon diameter of greater than 6.8 mm for a 6.0 mm supera stent. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the superficial femoral artery. The vessel measured 6 mm. Predilatation was performed to 5.5 mm using a 5 mm semi-compliant balloon. During stent deployment the proximal end of the stent implant was deployed inside the sheath; however, was confirmed to have fully released from the delivery system. After removal of the delivery system using angiography, the proximal end of the stent implant came out through the puncture site and the delivery catheter tip was disconnected and migrated to the popliteal artery. The stent implant was removed from the subcutaneous tissue using forceps and the separated tip was snared. The sfa lesion was treated successfully with a covered stent. The patient was in good health after the procedure. There was no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.